Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that during a shoulder scope procedure, the anchor body had fragmented on the proximal end. The surgeon decided to trust the fixation of the anchor based on his "pullout test". During the tightening, the sutures broke. The anchor was left unsupported in the patient. A new bone hole was required adjacent to the failed anchor. A competitor's device was used to complete the procedure. No patient injury or further complications were reported.

Manufacturer narrative:
A review of the device history record was performed which confirmed no inconsistencies.